Event description:
Patient reported left side "implant has been leaking", "implant recall", "respiratory issues", and "chest infection". Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of infection is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: infection and rupture.

Manufacturer narrative:
The events of seroma and lymphoma - alcl - suspected are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Reason for reoperation: "¿intermittent swelling, and a seroma was aspirated"; lymphoma - alcl - suspected. A further investigation has been opened and the results will be provided in a supplemental report.

Event description:
Healthcare professional reported the patient has had ¿intermittent swelling, and a seroma was aspirated. No evidence of implant failure and no alcl on cytology.¿ additionally, the patient reported "[they've] got bia-alcl." Diagnostic testing has not been received and the required biomarkers of cd30 positive and alk negative have not been reported.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6a, h6. The event of swelling/edema is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: "fluid drain for implant", "about to have my implant drained there¿s fluid around it".

Event description:
Patient later reported "fluid drain for implant" and "about to have my implant drained; there¿s fluid around it".

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b6.

Event description:
Patient reported left side rupture, fluid around implant pain, rippling, lump and difficulty breathing. The report of "respiratory issues", and "chest infection" has been deemed as not device related. The device remains implanted.